Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turning on and user tried unplugging the device and plugging it into another power outlet, but the issue still persisted. Additionally, the remote support service was offline. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station not turning on. A field service engineer (fse) replaced the pyxis module controller, half-height drawer control board, and retractor band. The fse reassigned the drawer position, and the hardware test application (hta) tested successfully. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.